Event description:
This 17 year old female was admitted on 12/23/96 for the purpose of removal of hardware from the thoracolumbar spine. She had a history of idiopathic scoliosis and had undergone both posterior and anterior spinal fusions. Following the removal of the rods and hooks, the surgeon requested intraoperative x-rays in order to establish that there was no hardware in the wound. The radiology technician secured the first film using the portable x-ray unit, which was too light; therefore she adjusted the factors. When taking the second film, using the same portable x-ray unit, it kept exposing rather than terminating the exposure. It is estimated that this exposure may have lasted two to three seconds. It is assumed that the exposure continued because the unit continued to beep at which time the tech terminated the exposure. The unit was secured and a radiation physicist as well as general electric was called to examine the unit. The physicist tested the unit within hours of the exposure. She was unable to duplicate the problem. However, she did note in her testing of the unit that it appeared to shut off prematurely; hence the probable problem with the first film being too light. When the tech readjusted the factors, it is possible that it then stayed on too long. The physicist does not consider this a user error, but rather and equipment problem. On december 24, 1996, general electric also tested the unit. They were unable to duplicate the problem as well and completed an examination of the unit. They performed some test exposures and found no problems with the machine.